Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a two successive magnetic resonance imaging (MRI) scans around 3 pm on the date of this report. The patient drove three hours to have the pump interrogated following the MRI. The pump did not show a motor stall recover three plus hours following the MRI but only that a motor stall was present and no alarm was mentioned. The patient was sent home with oral medications to use if needed. The patient was to return to the clinic the following morning to re-interrogate the pump. The patient did report the start of returning pain while at the clinic. The MRI was unrelated to the device or therapy. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.